Event description:
A letter from an attorney alleged that the patient felt "sharp sensations" around the device. The sensation scared the patient. One month later he felt a severe shock in his chest that nearly knocked him onto the floor. The patient felt several more shocks including one that shocked him so hard it knocked him from a standing position to the floor. The paramedics found that the patient was not having any chest pain or heart attack related symptoms when the device discharged. When the device was interrogated, shocks were revealed and "some additional issues as well". The problem seemed to be that the lead was oversensing. The attorney's letter also indicated that the patient was told by a hcp to have his ICD replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.